Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe pain in the lower part of stomach") and pain in extremity ("severe pain down my legs"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, abdominal pain lower and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, pain in extremity, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury was replaced with new events dysmenorrhea (cramping , dyspareunia (painful sexual intercourse, pelvic/abdominal, perforation: fallopian tubes, perforation uterus, severe pain in the lower part of stomach and down my leg. Essure model number was changed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.